Event description:
It was reported on (B)(6) 2011 that a vns patient had an infection at the lead and generator sites. The patient was implanted on (B)(6) 2011 and the lead and generator were explanted due to the infection on (B)(6) 2011. Upon explant, the patient was in the hospital to be treated with antibiotics. At the time of the initial call, it was reported that no cultures were taken and it was unknown when the infection first began as well as if it was related to any trauma or manipulation. The patient was not initially given antibiotics. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The explanted lead and generator have been returned to the manufacturer however analysis has not been completed at this time.

Event description:
Product analysis of the explanted generator and lead has been completed. No anomalies were found with the explanted generator. The generator was found to be functioning according to functional specifications and there were no adverse functional, mechanical, or visual issues identified with the generator. During analysis of the explanted lead, an abraded opening was found in the outer silicone tubing which provided a leakage path for what appeared to be remnants of dried body fluids found in the inside of the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the marked connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since a portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient's physician reported that the patient indicated that she has no plans to be reimplanted with vns. No additional information was provided.